Event description:
When setting up for an acdf procedure using a mizuho osi mts table base and imaging table top, the table top fell. Customer also reported that the t-pin was not correctly inserted and that they believe user error is possible. Customer reported that the patient is okay.

Manufacturer narrative:
Per the information obtained from the investigation, there were no problems reported with the device. The t-pin that holds the tabletop to the table base was incorrectly inserted by user prior to the surgery thus causing the patient to fall along with the tabletop. The IFU/owner's manual has sufficient instructions and warnings pertaining to the intended usage of the t-pin with the table base. An educational in-service was performed by the manufacturer on 03/06/2025 at the hospital regarding the correct usage of the t-pin and the device.

Event description:
When setting up for an acdf procedure using a mizuho osi mts table base and imaging table top, the table top fell. Customer also reported that the t-pin was not correctly inserted and that they believe user error is possible. Customer reported that the patient is okay.